Event description:
It was reported "call your doctor" icon. And the thermometer was showing a display on a recharger. It was added that four days from the report patient was burned by the recharger. It was added that patient was able to recharge through her clothing because they cut too much skin off around the implant and it is too close to the surface. It was also indicated that patient had a congenital issue that gives patient a decreased sensation.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).